Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken connector ports, both the atrial and ventricular ports were broken. Analysis also noted that the battery drawer was damaged and the metal hanger required too much force to turn. All found defective and damaged parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connection port. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service.